Event description:
The hosp reported a pt was perforated during a procedure. The procedure was aborted and the pt was sent to the o.r. For surgery to repair the perforation. The pt was reportedly discharged five days later without any further complications.